Event description:
A report was received that a patient was experiencing some side effects after charging the device such as tinnitus, a tingling sensations in both leads and a headache. The side effects were present even with the stimulation off. The patient went to the clinic where a CT scan was performed. An edema was found on the proximal end of the left lead. An MRI was also performed and the edema was regredient after dexamethasone was administered and the patient recovered.